Event description:
Customer reportedly received result of 250 mg/dl on the advantage system and 110 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has test strips; replacement was sent.